Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l74357, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-dec-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 96 mcg/day via an implantable pump for an unknown indication for use. It was reported that a pump replacement for end of service was performed on (B)(6) 2019. The catheter was not connected to the catheter access port when the pocket was opened. The pump connector was removed and a new connector was connected. There was fluid collection around the pump and this had been noted for several years. Fluid was sent to the lab and it was noted that no drug or csf was present. Specific dates were not available. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. It was noted the catheter was patent and cerebrospinal fluid (csf) flow was present. The new pump was connected appropriately and the updated catheter lengths were documented with a pump update. The issue was resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.